Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to contact technical support again if the issue happens again, and they understood the instructions.